Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual inspection of the instrument noted that the instrument was loaded with the subject reload. The reload adapter was broken. The broken reload adapter was removed from the instrument without difficulty. Functional testing of the instrument found no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur due to over flexure of the reload while attached to the instrument. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter: occurred during the procedure lobectomy vats on lung tissue. The pliers were stuck open and loaded. The jaws could not close at all. The surgeon was unable to squeeze the handle and the stapler did not fire. The surgeon used another instrument. No patient injury or extension in surgical time. Patient status is alive, no injury.